Event description:
Patient was in a motor vehicle accident, which caused a rupture of left penile cylinder and required it to be removed and replaced surgicallyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.